Event description:
The customer reported to olympus, the back up lamp is on after changing main lamp of the evis exera iii xenon light source. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation as the issue was resolved. The customer then reported that the back up lamp was not on. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that the phenomenon ¿after the main lamp was replaced, the emergency light turned on¿ may be a deficiency in the main lamp replacement operation because the phenomenon was resolved by the client. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.